Manufacturer narrative:
Update to execute summary: added inaccurate scale due to load cell malfunction.

Event description:
It was reported via repair work order that the power cord had torn sheathing and the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord had torn sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.